Event description:
(B)(4). The provider states the unit will run for a couple minutes, alarm then shut down at 0710.45 hours. The provider states the unit was with an end user when the incident occured. No additional information is available per the provider (B)(4).